Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported after injection in the lips with 0.9cc of juvéderm® ultra plus xc in the upper lip, the patient experienced swelling, pain and delayed "necrosis in the upper lip + teeth and above¿ one day later. The following day the patient went to the ER for assessment and was given 2 steroid injections. Three days later the patient had hyperbaric treatment. Symptoms are ongoing.